Event description:
Event description guidant received information that this pacemaker, which is included in the failure mode 2 advisory, was reported to have stopped working and the patient was subsequently hospitalized. The device was removed 5 days later. A new pacemaker was implanted on the right side, and a new ventricular lead was implanted transvenously from the left side and then the proximal end tunneled to the right side pacemaker.